Manufacturer narrative:
Stryker evaluated the device and was able to duplicate and verify the reported issue. The auxiliary power supply cable was damaged and was removed from service to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.